Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that due to mesh protrusion, dysuria, vaginal pain and infections the patient underwent excision of exposed mesh, cystoscopy and repair of vaginal defect. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2010 the patient underwent excision of exposed vaginal mesh, cystocele repair with new biologic mesh along with paravaginal defect repair and cystoscopy with bilateral stent placement (polaris urethral stents x2) due to exposed mesh, urge incontinence and cystocele.(B)(4).